Event description:
It was reported through remote transmission that noise had been observed on the right ventricular pacing and sensing lead of a high voltage therapy system. The physician suspected lead damage due to clavicular crush. The patient was seen the same day and device reprogramming was performed. No symptoms were reported as a result of the noise and the patient responded well to the programming changes.

Manufacturer narrative:
.